Manufacturer narrative:
The lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken and torn. (B)(4). Replace "the patient's post-op uncorrected visual acuity was 20/20" to "the patient's post-op best corrected visual acuity was 20/20." (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -12.0 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.